Manufacturer narrative:
Citation: rodriguez-olivares r importance of the left ventricular outflow tract in the need for pacemaker implantation after transcatheter aortic valve replacement. Int j cardiol. 2016 aug 1;216:9-15. Doi: 10.1016/j.ijcard.2016.04.023 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding left ventricular outflow tract (lvot) relation with permanent pacemaker implantation following transcatheter aortic valve replacement (tavr). All data were collected from a single center between 2005 and 2015. The study population included 302 patients (predominantly male; mean age 81 years), 203 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: oversizing, deep implant, and permanent pacemaker implant. Multiple manufacturers were noted in the literature; based on the available information a possible correlation could be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.